Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014, the patient underwent a permanent implant procedure. The procedure was abandoned due to the doctor being unable to place the lead because of scar tissue being present.